Event description:
During the operation, 40mm cup trial was not hold by trial handle. It was found that the inside of the insert of the cut trial was deformed.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.